Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in australia the technical service report indicates: diagnosis: camera head inspected & functionally tested as per qip. Front enclosure threads are worn which can lead to cross threading with coupler. Cable beginning to kink and is generally worn from use; further wear may lead to fluid ingress and interference which compromises both image quality and sterility. Front enclosure & cable will need to be replaced. Prism is damaged internally and will require replacement. After repair, camera head will be functionally tested again, leak tested and cleaned before returned to customer. Repair details: device has been fully inspected, functionally tested and returned to manufacturing specifications by replacing all worn parts and repairing in accordance with stryker protocols. Probable root cause: - faulty solder joints in video path. - faulty prism board or connectors. - faulty xboard or ch cable connectors. - break in ch cable core. - faulty hdmi cable. - faulty ccu power supply. - internal ccu cable failure - power and/or communication. - improper/no fuse installed. - ac inlet board . - main board - video processor. - digital board - fpga. - transition board - coax connector. - electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. - poor system grounding. - improper ccu timing. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the camera was intermittently losing connection to camera control unit. Upon further inspection, when manipulating/moving the proximal end of cable connected to the camera head, this was the cause of the drop out and disconnection.

Event description:
It was reported that the camera was intermittently losing connection to camera control unit. Upon further inspection, when manipulating/moving the proximal end of cable connected to the camera head, this was the cause of the drop out and disconnection.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.